Event description:
It was reported the patient received the following results within 15 minutes: 57 mg/dl (system 1), 102 mg/dl (system 2), and 51 mg/dl (system 3). The same vial of test strips were used to obtain the results.